Manufacturer narrative:
Date of event not provided by the complainants. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations, a review of the device history records which indicated the product was manufactured to specifications, a review of the biodesign surgisis tissue graft IFU fp0005-4d and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with the monarc subfascial hammock and the intepro tm on (B)(6) 2010, at (B)(6) medical center, by dr (B)(6) to treat her stress urinary incontinence and pelvic organ prolapse. The pt was then reportedly implanted with the biodesign graft on (B)(6) 2011, at (B)(6) medical center, by dr (B)(6) to treat vaginal graft exposure. The pt and her attorney have alleged that as a result of this/these product(s) being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.